Manufacturer narrative:
Date of event: the exact date of the event is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks and slight melting. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the moxy fiber malfunctioned at 325,768 joules an 48:14 minutes of use. The fiber was not cleaned during the procedure. The fiber worked for 48 minutes and 14 seconds and then the tip of the fiber was unhooked in the patient's bladder. No other fiber was used, the procedure was completed with a resection.

Manufacturer narrative:
Date of event: the exact date of the event is unknown.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the moxy fiber malfunctioned. The fiber worked for 48 minutes and 14 seconds and then the tip of the fiber was unhooked in the patient's bladder. No other fiber was used, the procedure was completed with a resection.